Event description:
It was reported that a spectrum infusion pump would not alarm for an upstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
The device has been received by baxter for eval. The investigation has not been completed at this tine. A supplemental report will be provided when the investigation is completed.